Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. IFU warns on insufficient reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii colonovideoscope was contaminated. Sampling occurred at reprocessing. There were no reports of patient harm including patient infection associated with this event.

Manufacturer narrative:
The device was returned to olympus and was evaluated. The air/water and suction cylinders had no color, there were scratches on the objective lens , the grip, the connecting tube and there was a crack on the light guide lens. There was a worn angle wire, which caused the bending angle in the up direction to not meet the standard value and a dent on the bending tube caused the play of the right/left knob to not meet specification. The image guide protector was damaged, prior to the device being evaluated, the scope was sent to an independent laboratory for culture testing. All channels were sampled. No microbial growth was found. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.